Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and third degree atrioventricular (av) block occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The subject received a loading dose of 300 mg aspirin. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of a heart valve in the proper anatomical location. One (1) day post index procedure, the subject developed lbbb. The event was treated medically. Three (3) days post index procedure, the subject experienced third degree av block. Echocardiogram (echo) and x-ray diagnostics were performed. Hospitalization was prolonged and the event was treated medically. Further evaluation confirmed the need for a new permanent pacemaker. Four (4) days post index procedure a new permanent pacemaker was successfully implanted and the event was considered resolved.

Manufacturer narrative:
A1 patient identifier: (B)(6). B3 date of event: updated from (B)(6) 2020 to (B)(6)2020 per additional information b5 describe event or problem: updated.

Event description:
Respond edge study it was reported that left bundle branch block (lbbb) and third degree atrioventricular (av) block occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The subject received a loading dose of 300 mg aspirin. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of a heart valve in the proper anatomical location. One (1) day post index procedure, the subject developed lbbb. The event was treated medically. Three (3) days post index procedure, the subject experienced third degree av block. Echocardiogram (echo) and x-ray diagnostics were performed. Hospitalization was prolonged and the event was treated medically. Further evaluation confirmed the need for a new permanent pacemaker. Four (4) days post index procedure a new permanent pacemaker was successfully implanted and the event was considered resolved. It was further reported that the lbbb developed on the same day as the index procedure. Due to a high ventricular response rate of the underlying persistent atrial flutter, the subject's metoprolol dosage was increased. Thereupon, the subject developed a third-degree av block.